Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the seal of the 511s split. The surgeon was able to complete the case with the trocar. The trocar was from kit ftr72. The device was not saved.